Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a battery compartment crack and a damaged battery cap. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: there are two cracks in the battery compartment. Battery cap is unable to fully tighten due to battery compartment cracks and damaged cap threads. The pump powered on normally and there is no evidence of moisture incursion. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.